Event description:
Pt reports that both pumps (sn (B)(4)) frequently not recognizing her cassette is attached. No doses missed as the pump would eventually recognize the cassette after she would manipulate it. Fault occurred while in use with the pt when she was moving about (getting in and out of her car specifically). No adverse event reported. Pumps will be replaced and are available for investigation. No add'l details provided. Pt received rest of dose (as stated above) by manipulating cartridge herself until pump recognized. It was attached as stated above. No doses were missed, so no harm came to pt. Pt is to return pumps for investigation. No further info available. Reported to (B)(6) by pt/caregiver.